Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be due to maintenance not being correctly performed. When the last service on the device was performed (january 17, 2020) the batteries were not calibrated according to the information in the service manual (chapter 5.1.6.1) and were not replaced according to the schedule given in the fsca of august 2017. Therefore, the voltage of the batteries collapsed before the instrument could alarm in time with the \ "battery low\ " alarm. In consequence the battery was replaced, and software (sw) updated. There was no patient or user harm.

Event description:
Customer reports unit shut down on a patient and alarmed. Customer recorded following errors in log file:385003 tfsagl_pmchannelobservationfailed; 485001 tfaagl_ambientfailuredetected ; 446029 tfslls_ambientfailuredetected.